Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an error code prior to infusion. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. B5: additional information received on 16-sep-2022 via email and attached to complaint object: there was no patient's involvement and the event happened during bench test. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found that the tamper seal was missing. There was evidence of the reported problem (error) being recorded in event history log. The reported problem was duplicated. The investigation showed the error was due to a motor jam. For corrective action, the motor jam was cleared. The root cause of the reported problem was traced to the manufacturing process. The device history record (DHR) did not indicate any issues with this device during manufacturing and pump has not been repaired previously. Therefore, the debris in the pump must have been introduced during manufacturing, but did not cause a failure at that time. An email was sent to the manufacturing team to review the issue with their team., corrected data: correction: d4: model number: 2120.